Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and identified that it was in a blue screen state. The tss opened a command shell, logged off, and logged back in as the carefusion administrator. The tss identified a relevant knowledge article indicating that the "medapplication not launching automatically; station at blue screen". Following the documented procedure, the tss reinstalled the remote support service component manager and rss agents, configured the station using the station configuration utility to set auto-login to the carefusion application, rebooted the station, and confirmed that it was operating as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system screen was stuck at carefusion. The customer reboots the device but still not working. However, there were no delays or adverse events or injuries reported based on this event.